Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 522 mg/dl. Customer advised they would treat their high blood glucose levels via manual syringe. Troubleshooting for the motor error on the insulin pump was performed. Customer was unable to complete the rewind process without receiving a motor error alarm. Customer advised the piston moves out of the insulin pump when rewinding rather than moving the insulin pump. Customer advised they were stuck in a rewind loop and were unable to check the alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.